Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of "does not turn on."

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump that does not turn on was confirmed and reproduced during product evaluation . The cause of the reported condition was determined to be a cracked/broken power supply. The power supply was resoldered and repaired to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of does not turn on; this condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it was known to occur in the emergency room department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.